Event description:
A malfunction was reported regarding a pump after it was accidentally dropped. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappears.